Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary:the pump and the associated outflow graft were not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site revealed that the patient was admitted for abdominal pain, fatigue and shortness of breath. Blood cultures were positive for methicillin-resistant staphylococcus aureus (mssa) bacteria and a computerized tomography (CT) scan of chest/pelvis/abdomen revealed an organizing complex fluid collection located just anterior to the outflow cannula. A chest computerized tomography (CT) angiography showed chest wall abscess and the patient was started with antibiotics. The patient received a peripherally inserted central catheter (PICC) line and was placed on home intravenous (IV) antibiotics. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product associated with the event: d1: heartware ventricular assist system ¿ outflow graft d4: lot#: 17103320 h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 22, 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtmb1d1 defibrillator ICD implanted on (B)(6) 2017. Additional product: heartware ventricular assist system ¿ outflow graft model #: 1126 / catalog #: 1125 / expiration date:31-dec-2022 / lot#: 17103320. UDI #: (B)(4). Device available for evaluation: no. Mfg date: 01-dec-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well and was admitted for abdominal pain, fatigue and shortness of breath. Blood cultures were positive for methicillin-resistant staphylococcus aureus (mssa) bacteria. After two days, computerized tomography (CT) c hest/pelvis/abdomen were performed and revealed an organizing complex fluid collection located just anterior to the outflow cannula. After twelve days, another computerized tomography (CT) angiography chest was performed, showed chest wall abscess and patient started on antibiotic treatment. The patient received a peripherally inserted central catheter (PICC) line and was placed on home intravenous (IV) antibiotics. The ventricular assist device (vad) and outflow graft (ofg) remain in use. No further patient complications have been reported as a result of this event.